Manufacturer narrative:
The sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information is received, supplemental reports will be submitted.

Event description:
The event involves a primary plum set that a chemo spill was noted from a crack in the tubing set. The chemo spill was cleaned up per facility protocol. There was patient involvement and report of the patient not receiving the prescribed dose but no harm. There is also report of hazardous exposure to the healthcare provider; however, there was no report that cytotoxic drugs came into contact with patient or staff. It was reported the drug was on the chair/floor. No additional information was provided.